Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a material flaw is confirmed and was determined to be supplier related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed what appears to be excess silicone material on the outer surface of the catheter between the 25 cm and 26 cm depth markers. This excess silicone material appeared to be completely connected to the catheter shaft. The catheter was cut at the location of the excess silicone and the outer diameter of the catheter was found to be too large and out of specification at this location. The piece of excess silicone was found to be completely connected to the catheter; however, a line could be seen between the excess material and the material of the catheter. The cross-section of the catheter was observed to be slightly elliptical. The investigation has been forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿material "flaw" on the catheter shaft¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation the following was concluded: the amount of silicone excess that was found to be adhered on the catheter shaft it was caused during the extrusion process of the blue tubing. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During device evaluation, it was determined that there was a material "flaw" on the catheter shaft.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During device evaluation, it was determined that there was a material "flaw" on the catheter shaft.